Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade IV, "rupture" and swelling.

Event description:
Patient reported left side capsular contracture, baker grade IV, "rupture" and swelling. Patient also reported "headaches/migraines, fatigue, chest pain, difficulty breathing, joint pain," "anxiety, difficulty sleeping," "systemic lupus," "muscle cramps, weakness, shortness of breath, acid reflux," these events are not related to the device. Device has been explanted.